Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 11/7/2023 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the complaint lens was received cut into three pieces. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the complaint issues "blurry vision" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: patient weight: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis simplicity preloaded intraocular lens (iol) was explanted from left eye in a secondary surgery and replaced with competitor lens. Patient feels vision was not as clear as it could be. Not able to read without reading glasses, can not see street signs due to blurriness. No patient injury and no medical or surgical interventions were required. Viscoat used no enlargement or vitrectomy or sutures. Post-operatively, patient does not have debilitating condition. Pre-op uncorrected and best corrected visual acuity was +0.50 +0.50 x 170 20/20. Post-op uncorrected and best corrected visual acuity was not done yet. No further information is available.